Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a nosebleed when he woke up while using continuous positive airway pressure. He was presented to the emergency room as the bleeding continued and developed bleeding from his right eye and had bloody secretions from his mouth on (B)(6) 2019. Subject received silver nitrate cauterization in a diffuse area of bleeding on right kiseelbach's plexus. The subject had persistent bleeding from a posterior source . A floseal hemostatic matrix was applied with gelfoam placed around the balloon superiorly and inferiorly. This diminished the bleeding seen dripping down the throat to a slow drip. This was packed with surgical fibrillar and proved hemostatic. Esophagogastroduodenoscopy was done on (B)(6) 2019 and the results were normal. Nosebleed resolved on (B)(6) 2019. Patient was discharged on ferrous sulfate 324 milligram twice a day and sodium chloride nasal spray .65 twice a day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.